Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt developed an infection with drainage and pain at the device pocket site. It was found to be a (B) (6) and (B) (6) infection. She had her device removed and not replaced. The pt was on oral antibiotics, which resolved the infection, and she recovered without sequela.